Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) resulted punctured. The physician used another 6/7f mynx control vcd but the same issue happened. The procedure was completed with manual compression. No issue on patient has been reported. The doctor experienced issue with the device and removed it from the patient. Upon inspection, the puncture was noted. The balloon didn't inflate.the devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.